Event description:
It was observed that during the device evaluation, the single use fiber was completely detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the detached fibers were identified. It is likely the result of stresses on the fiber at the fiber/ connector junction; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.